Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an aafl (atypical atrial flutter) ablation and the patient experienced pericardial effusion that required pericardiocentesis. First, it was reported that they were trying to connect the decanav catheter. As soon as they got the connector, they saw few pins on the catheter were bent and they were unable to plug the catheter. They soon changed the catheter and then everything worked fine. After completing transeptal with a brk needle, the physician observed effusion on echo and decided to drain out the blood with pericardial access. After draining out the blood patient was in normal condition; however, they decided to stop mapping or ablating after that. The patient fully recovered. The physician's opinion on the cause of the adverse event was that it was a congenital patient and he had difficult transeptal. Just after transeptal he saw effusion. No ablations were performed. The patient was in the room, and was under general or local anesthesia at the time of case cancellation.